Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had recurring no delivery alarms. The customer's blood glucose was 236 mg/dl. Customer stated the alarm occurred during an attempted bolus delivery. The customer stated they were able to resolve the no delivery alarm with an infusion set change. Customer stated the no delivery alarm did not occur during a manual prime. The customer was unable to troubleshoot for the alarm at the time of the call. No additional information provided.